Manufacturer narrative:
The events of "skin became boggy", "puffiness"; pain; itching in face, scalp, ears, and neck; redness, bruising; and hard and swollen "ear glands" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported 2 days after injection with juvederm ultra xc in the nasolabial folds and "commissures of the mouth", the pt noted their "skin became boggy", puffy, and painful at the injection sites. The fourth day after injection, the pt had to be taken to urgent care as her face, scalp ears and neck were "itching", "red," and "bruised"; additionally the pt's ear glands were also hard and swollen. The urgent care physician prescribed keflex. Symptoms resolved approx 6 days after treatment was administered. The healthcare professional believed that the pt's symptoms were probably related to "an upper respiratory infection going around the area" or a "sinus infection", since the pt described their skin as "boggy".